Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states the d/c adapter went out. Per the consumer, the concentrator was plugged into the car with d/c adapter and it made a noise and the adapter blew up burned out. Now it does not work. MDR filed.

Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states the d/c adapter went out. Per the consumer, the concentrator was plugged into the car with d/c adapter and it made a noise and the adapter blew up burned out. Now it does not work. (B)(4).